Manufacturer narrative:
(B)(4) returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 07/21/2018. Reviewed meter memory (meter time and date is not set): a 79mg/dl (B)(6)2015 08:37:00 pm fasting:yes. A 89mg/dl (B)(6)2015 12:00:00 pm fasting:yes. A 125mg/dl (B)(6)2015 06:15:00 pm fasting:yes. A 72mg/dl (B)(6)2015 12:29:00 pm fasting:yes. A 124mg/dl (B)(6)2015 02:05:00 pm fasting:yes. Customers concern:79 mg/dl, 89mgdl, 72mg/dl. Customer is comparing her meter with another meter. She ran a test on her meter today at 8:30am and got a reading of 79mg/dl. On the other meter, she got 108mg/dl. Customer sated that her normal should be 90-109mg/dl (fasting). Customer opened the strips on (B)(6)2015 and stores them in her living room. I had customer run a back to back test and result was 67mg/dl and 67mg/dl. Customer is a gestational diabetes patient.